Manufacturer narrative:
This report is submitted on july 4, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the device. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-01915. This report is submitted on july 24, 2023.